Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibrate anomaly. The customer¿s blood glucose level was 319 mg/dl. The customer stated that the pump did not beep during the tone test. The customer ran the self-test twice. The second time it ran the beeping did fade out and was much lower. The customer declined troubleshoot for high blood glucose level. The customer stated that sensor glucose and blood glucose would not match up. The customer stated that the sensor glucose was 178 mg/dl and blood glucose was blood glucose levels were 319 mg/dl, 153 mg/dl and 180 mg/dl. The customer was advised to replace sensor as blood on connector can possibly damage transmitter pin and was advised to return the needle hub assembly. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit received with no unexpected absence of alarm or audio/ vibrate anomaly noted. Unit passed self test. Unit received with cracked retainer, minor scratched display window and scratched case.